Manufacturer narrative:
Per the user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an alarm that the maximum fill tubing of 30 units was completed. The customer had been connected to the infusion set when this occurred. The customer had gone through the load process earlier that day and felt that the fill tubing step had been completed at that time. Tandem technical support reviewed the pump history and multiple fill tubing alerts were declared indicating that the customer had not completed the load sequence. The customer alleged that the fill tubing process had not been initiated a second time. Blood glucose lowered from 420 to 310 mg/dl in 15 minutes. The customer immediately drank honey and went to the emergency room (ER). Bg was 320. The customer was monitored and after 5 hours left the ER with a bg of 158 mg/dl. The customer felt "okay and back to normal, but tired".